Event description:
It was reported that the unit was used for the tibia cut, then when being used for the femoral cut, the surgeon thought the alignment of the femoral block was not in an accurate position on 2 attempts. A new unit was opened, and case was completed.

Manufacturer narrative:
At this time the product has not been returned for investigation. Once the product is returned an investigation into the alleged accuracy issue will be performed. With an abundance of caution this report is being filed with the understanding of the potential patient harm that could be caused to the patient by an inaccurate device measurement.

Manufacturer narrative:
The device was returned to orthalign for evaluation. The investigation performed by the orthalign engineer was unable to reproduce the reported event. No device problems were identified. A full evaluation summary is attached. Orthalign will continue to monitor this issue and take action when alert limits are exceeded.